Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8835, serial# (B)(4), (B)(4).

Event description:
It was reported that the patient¿s personal therapy manager (ptm) was not uploading the correct refill date. The ptm was decoupled and then recoupled to the pump which resolved the issue. The medication delivered by the device was not provided.